Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube. Qc was within the customer's established ranges prior to the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) on the instrument. The fse replaced multiple parts, performed a system check and qc with good results. A definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system on one patient's sample. Upon repeat on this and on a different instrument accutni results obtained were within the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.